Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implanted pump. The indication for pump use was spinal pain. The patient reported that they would charge their communicator to green, but all of a sudden, it wouldn't turn on. The patient stated that they plugged the communicator back into the cord and the green light would come back on, but the communicator wouldn't do anything; the communicator would not power on and the bluetooth light would not illuminate. The patient confirmed the communicator had not been wet/dropped. When the agent inquired about the event date, the patient stated, 'it started just like yesterday,' and then stated, 'the day before,' then stated, 'I haven't been able to access my boluses for 2 days,' and then stated, 'so just over the weekend.' During the call, the patient's communicator was unplugged and would not turn on. The patient denied any issues with the button. The agent had the patient plug the communicator back in and they mentioned the orange indicator light came on, but it was flickering on and off, and that the indicator light was green before calling. The patient stated the cord was 'a little loose - I can move it around (in the port), but normally, I can't¿. A replacement communicator was requested from the repair department because the communicator would not power on and the charging port was loose.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 03-may-2025, UDI#: (B)(4). H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the communicator found ¿micro usb charge port is loose¿ and ¿ tm90 recharging circuitry has corrosion¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.